Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s battery prematurely depleted and as a result was explanted and replaced. Additional information received reported the patient experienced a loss of stimulation as a result of the premature battery depletion. It was further reported that after replacement of the battery, the patient was able to regain effective therapy. Additional information received reported the device was explanted on (B)(6) 2014.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found the stimulator ins battery underwent normal battery depletion and there was no telemetry or output.

Event description:
Additional information reported the patient¿s implantable neurostimulator (ins) had previously experienced a power on reset (por) condition. This information was indicated from physician programmer interrogation records that were attained by the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.